Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external solution leakage with a theranova 400. The leakage was discovered at the bottom of the device and after 2 hours of patient treatment. The pump was stopped, blood was returned to the patient (no patient blood loss), the filter was changed, and treatment started again. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video found a clear fluid on the outer side of the housing was visible. The reported condition was verified. No air leakage was visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.